Event description:
Bd posiflush heparin syringe inside of outerwrapping did not have graduated markings to indicate measurement or label to indicate contents. Syringe is supposed to have markings for each 0.5ml and indicate heparin 10 units/ml.